Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03400. It was reported the patient underwent surgical intervention to revise the scs leads because the patient had lost stimulation therapy in his back, and the patient no longer needed stimulation therapy coverage of the legs. During the procedure the physician pulled the leads from the epidural space and moved the leads to a pns (off-label) placement, horizontally at l3 and l5. The patient reported receiving effective stimulation therapy coverage postoperative.